Manufacturer narrative:
No product available for root cause investigation and unknown whether aspiration was working. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
A user facility in the united kingdom reported a cutter would not work. They removed and put the cutter back on to ensure the connection was tight. They replaced the cutter and it worked fine. The site could not remember if the aspiration was working when the initial cutter stopped working. There was no patient impact.

Manufacturer narrative:
The product will not be returned for evaluation. Manufacturing and sterilization records for this device were reviewed and found to be acceptable. The investigation is underway.